Manufacturer narrative:
Additional information: d4, h4, h6. The reported dislocation and fracture of the fossa was confirmed by postoperative scans submitted during revision. The patient's left temporomandibular joint implant was dislocated and the left fossa component fractured, which a stryker clinical research manager attributed to an undersized and insufficiently rigid other symphysis osteotomy plate, which allowed widening and lateral displacement of the mandible. As a result, new left temporomandibular joint implants were developed under ID number (B)(4), including a large anterior fossa lip to reduce the risk of future dislocation. Based on the investigation, there are no indications of a malfunctioning product or problems related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.

Event description:
It was reported that the patient experienced a left-side dislocation following a complex reconstruction.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.